Event description:
The customer reported to beckman coulter (bec) that 10 to 15 ml of bluish to clear fluid leaked from the coulter lh 500 hematology analyzer and was not contained within the instrument. The instrument stopped cycling and the error 'communication failed with instrument workstation' (communication error) was displayed. Customer attempted to reset the analyzer with no resolution of problem. The leak did not appear to affect sample or reagent integrity, and there is no evidence of cross-contamination. The operator was wearing a laboratory coat and gloves when the leak was discovered. There was no direct physical contact with the fluid, and there was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated or reported. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument and observed that the system was not draining waste, causing overflow, and communication errors between instrument and computer. The fse replaced tubing through pinch valves (pv40, pv38 and pv46). Following the tubing replacement, the fse rebooted the instrument, ran samples and validation. The issue was resolved through replacement of tubing through pinch valves (pv40, pv38 and pv46). However, the instrument generated a communication error message to alert customer to an instrument problem. (B)(4).